Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Delivered with the return kit inside an unknown liquid. Valve blockage.

Manufacturer narrative:
Release for investigation was not provided by the surgeon, therefore the valve was returned to the clinic without investigation in (B)(6) 2018.